Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the pump was sat on and the touch screen became shattered. Additionally, the touch screen only displayed randomized colors. There was no adverse impact to customer's blood glucose. Reportedly, customer reverted to manual injections for insulin therapy.